Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 07/13/2016 the incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported the ligasure device would not open its jaws during the case. No tissue damage reported. No patient injury reported. Device will be returned for evaluation.

Manufacturer narrative:
One used ls1500 was received for evaluation. Visual inspection found no defects. The customer reported that the jaws did not open during the procedure. The reported condition was not confirmed. Inspection noted a minimal amount of dried blood between the jaws. The handle was latched and unlatched without difficulty. The jaws opened and closed properly when grasping simulated tissue and making a cut. The knife blade moved along the blade slot smoothly and returned to home position normally.